Event description:
Literature: bhatia s, zhang k, oh m, angie c, whiting d. Infections and hardware salvage after deep brain stimulation surgery: a single-catheter study and review of the literature. Stereotact funct neurosurg. 2010;88(3):147-155. Summary: this article described the incidence and management of infections in pts who rec'd deep brain stimulation (dbs) between (B)(6) 1997 and (B)(6) 2008 in a single institution over the past 11 yrs. A database of 270 pts with 484 implants was used, with 56 unilateral and 214 bilateral implants. All pts were followed-up for at least 6 months. Infection was diagnosed by either adequate clinical or positive microbiological evidence. Incidence, clinical characteristics and management of infections were analyzed. The overall infection rate was found to be 9.3% by pts (n=25) and 6.8% by episode/implants (n=33). The median time of infection after implant was 64 days. Comorbidities were more frequent in infected pts. Infection rates decreased from 14.3% to 4.9% after (B)(6) 2003 when the surgeons began a low profile burr hole cap and extension and in the second stage of the surgery started tunneling in a manner that allowed connection of the extension wire with the electrode w/o reopening the previous frontal incision. Overall there were 19 frontal burr hole, 11 connector site and 14 internal pulse generator (ipg) site infections. Chronic skin erosion was the chief cause of hardware-related infection. Reportable event: a (B)(6) male pt with parkinson's disease and hypertension experienced a deep infection with purulent drainage in both frontal burr hole incisions and the right chest ipg site region 43 days after implant. A culture came back positive for staphylococcus aureus. The pt underwent incision and debridement with removal of both systems and was treated with intravenous antibiotics. Antibiotic treatment continued for at least 6 weeks. A weekly f/u was undertaken with examination of the wound until it was completely healed. See MFR report #3007566237-2011-04171 for a copy of the literature article. See MFR report #3007566237-2011-04391 regarding the pt's other dbs system.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info has been requested. A copy of this article can be obtained at www.karger.com/sfn. Doi: 10.1159/000303528.